Event description:
During procedure, the tip of the matrix holding sleeve broke off. Surgeon determined a screw was too long and immediately removed it. Surgeon did not remove the holding sleeve from the screw. Scrub nurse attempted to place a new screw and noticed the tip was missing. It is believed the tip was not left in the pt, as screwdriver was not disconnected from the screw in the sterile field. The surgeon used a new holding sleeve to successfully insert the remaining 4 screws. The final x-rays showed that no loose metal particles were left in the pt.

Manufacturer narrative:
The initial MDR decision on (B)(4) 2010 was determined as not reportable. Subsequently reviewed and determined to be reportable as of 08/30/2012. The holding sleeve was returned with the tip broken helically along the minor diameter. The break protrudes slightly into the bore. The exposed shaft has axial surface scratches indicating use. The non-damaged area of the thread was measured to obtain accurate data. The minimum thread length met specification for the longest area at the break. This indicates the full thread prior to the break was also within specification. The ID at the thread allowed the pin to pass to the very end then stopped. This could be due to the material at the break curling into the bore. The hardness cannot be obtained because the product is now cannulated. It was found that the minor diameter is undersized which can lead to the complaint condition. Review of the device history records noted the no go end of the thread gage threaded about 3 revolutions. This nonconformance is relevant to the complaint condition.